Manufacturer narrative:
Visual, functional and scanning electron microscopy analysis was performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on the reported information and evaluation of the returned unit, the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 9.0x29mm otw omni elite 35 balloon expandable stent system (bess) was rinsed and checked before implantation; however, during preparation, the device would not hold negative pressure, indicating a leak. The bess was not used and there was no patient involvement. The procedure was successfully completed with a new 3.0x29mm otw omni elite 35 stent. There was no clinically significant delay in the procedure. No additional information was provided.